Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Connection issues associated with the ventricular channel during the implantation procedure. Appropriate lead connection was initially reported, then prior to pocket closure, intermittent, then loss of ventricular capture was identified, and the programmer indicated high lead impedance (>3000 ohms). The physician inspected the header, and indicated that the terminal pin could not be completely inserted. Another pacemaker was subsequently implanted.